Manufacturer narrative:
The device was not available for return so no evaluation on the reported device could be performed. A review of the device history record and work order showed no anomolies during manufacturing. Representative lots were inspected and no discrepancies were found. No root cause was able to be determined. No further information is available at this time. If additional information is received a follow up report will be submitted.

Event description:
Users having trouble opening the cutter enough to get inside the cord clamp to remove it. Having to use excessive force that has led to breaking the device, concerned about the potential for injury to patient or user .